Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device will not be returned.

Event description:
The implant surgeon reported the following event, when tightening the distal part of the screw fractured. No adverse consequences.

Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.5 x 20mm was alleged of breakage could be confirmed. Based on investigation, the root cause was attributed to a user related issue. These are some of the possible causes: overtorque was applied during screw tightening. The integrity of the screw had not been verified prior to use. The screw has been used more than once. Previous stresses created non-visible damages which led to implant breakage during surgery. The package of the screw was damaged and the device has been used anyway. The damage of the package compromised the implant integrity and led to implant breakage during surgery. Two screws were put in contact. Their collision led to implant breakage. The device inspection revealed the following: both the screw body and the thread of the screw head do not present any significant damages. The screw head presents several scratches, probably generated during screwing. The breakage surface mostly shows a coarse grained texture (instantaneous zone). Progression lines (fatigue zone) and fracture origin were also identified. Overall, the device presents discoloration, index that the item was not cleaned and sterilized properly. Discoloration does not have any effect on the material properties, though. Given the nature of the returned device, the dimensions of the thread at the base of the screw could not be measured. Despite this, during manufacturing device inspection this parameter had been checked and no non conformances were found out. The diameter of the screw body and the length of the screw head thread were measured and resulted according to specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15136 rev b non sterile autofix system elbow management IFU ot-IFU-64_rev_1_buetiger) was reviewed: ¿the operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. The manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis. Intra-operative safety precautions prior to use, verify the integrity of the implants and instruments. Never reuse an implant. Although the implant may appear undamaged, previous stresses may have created non-visible damage that could result in implant failure. Never use implants if the packaging is damaged. An implant with damaged packaging might be damaged itself and thus may not be used.¿ the operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''pay attention to not put the two screws in contact. Two screws touching each other can lead to screw damage / failure due to excessive screwing torque and could generate unexpected metal fragments.'' No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The implant surgeon reported the following event, when tightening the distal part of the screw fractured. No adverse consequences.